Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: product ID: d-evolutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: unknown; FDA site ID: p1041. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon deployment of the valve to 80% deployment, there was no aortic pressure observed. Subsequently, the valve was recaptured into the delivery catheter system (dcs), and the system was removed from the patient. A second valve and delivery catheter system (dcs) were opened and loaded. An additional pre-implant bav was performed with a larger balloon, and the second dcs was inserted into the patient. Upon deployment of the second valve to 80%, the patient's hemodynamics did not recover. Subsequently, the valve was recaptured, and the second system was withdrawn from the patient. It was noted that cardiopulmonary resuscitation (CPR) was performed throughout the procedure, and the patient was treated with medication. Following removal of the second system, it was decided to switch to a non-medtronic 20 millimeter (mm) valve, which was implanted successfully. Per the physician, the patient's small indwelling surgical aortic valve contributed to the event.